Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 167 mg/dl at the time of incident. The customer stated that they display was not blank at the time of call. The customer stated that the insulin pump was blank for a period of time. The customer stated that the battery cap was corroded. The insulin pump will be returned for analysis.